Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after placement of the foley catheter the patient was unable to urinate.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date: 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after placement of the foley catheter the patient was unable to urinate.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Photo: received five (5) photo samples. All photo samples showcase an overview of an all-silicone foley catheter and its packaging. Visual: received one (1) used all-silicone foley catheter and syringe without original packaging. Visual inspection of the sample noted inflated the catheter balloon with 10 ml methylene blue solution (3 drops 1percentage aq methylene blue per 100ml distilled water), and no leaks observed. With syringe attached the balloon deflated passively with no issues. Attempt to flush the drainage funnel and the solution did not advance through the lumen observed a blockage in funnel on the return sample. This is out of specification per inspection procedure, which states, "the transition between the tube and the funnel must be smooth and fully adhered to the tube". (CAPA#11881143). No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported failure. Correction: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that immediately after placement of the foley catheter the patient was unable to urinate.

Event description:
It was reported that immediately after placement of the foley catheter the patient was unable to urinate.

Manufacturer narrative:
Ucc-25-5313 field action has been initiated by bd (us notification date 18jun2025). Customers have been instructed to remove (recall), discard product or return product to bd for replacement or credit. CAPA 11881143 has been initiated to investigate root cause. The reported event is confirmed - addressed by CAPA#11881143. Photo: received five (5) photo samples. All photo samples showcase an overview of an all-silicone foley catheter and its packaging. Visual: received one (1) used all-silicone foley catheter and syringe without original packaging. Visual inspection of the sample noted inflated the catheter balloon with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water), and no leaks observed. With syringe attached the balloon deflated passively with no issues. Attempt to flush the drainage funnel and the solution did not advance through the lumen observed a blockage in funnel on the return sample. This is out of specification which states, the transition between the tube and the funnel must be smooth and fully adhered to the tube. Root cause: the blockage of the drain lumen was determined to be due to a hole or damage between the drain lumen and the thermistor lumen caused by the method of removing the molded funnel from the core holder, this damage allows the rtv adhesive, applied to secure the thermistor, to migrate into the drainage lumen, resulting in blockage. DHR review is not required as CAPA#11881143. Labeling review is not required as CAPA#11881143. Correction: h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.